Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. It was found that there had been a blue foreign substance on the bendable trocar before use and use was stopped. This event was found before use. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>inside ? Please describe the type of foreign matter that was observed. Other that it being blue, what was the foreign matter¿s appearance?=>unk ? What was the texture?=>unk ? Is it possible that the foreign material fell into packaging upon opening of device?=>unk ? Was the product seal on the foil still intact when the package was opened?=>unk ? Please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of drain with trocar was received for evaluation, product was checked visually, below were detailed observations:1. Trocar was received in bend condition.2. There was a blue sticking mark visible on the centre part of the trocar.3. Drain had a chip-off mark on the upper surface of the tubing area. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.